Event description:
Customer reportedly obtained a result of 439mg/dl on the advantage sys and 210mg/dl on a professional device within 10 minutes. Customer rec'd insulin, however, no adverse event reported. Requested return of suspect system and replacement was sent.